Manufacturer narrative:
The reported device was discarded at the facility; therefore, an evaluation was unable to be performed. The complaint cannot be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. This is the only complaint against this lot. A two-year historical complaint review revealed 13 similar complaints have been received for the device family. (B)(4). To prevent the problem from recurring and to reduce the risk of potential patient injury, the instruction for use provide the following information. -avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported while using a spectrum suture hook, the hook broke inside the cannula. The broken piece was retrieved from the cannula and this malfunction caused a 2 minute surgical delay. The procedure was completed as intended with the use of an alternative device. No patient injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.